Event description:
A surgeon reported that during a surgical procedure, the tip snapped, but it did not become torn from the probe. The surgeon commented there would be no pt impact from this event. Additional info has been requested.

Manufacturer narrative:
A sample is returning, but the evaluation has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).